Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow up, noise was observed on the right ventricular (rv) channel. The noise was reproduced during pocket stimulation and manipulating the header where the lead was inserted. There was no evidence of rv lead damage under fluoroscopy or indication the lead was not fully inserted into the header. The rv lead was capped and replaced with no adverse consequences to the patient.